Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, there was a capsular rupture. Additional information was requested.